Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the lcd color cable. The lcd color cable was replaced to resolve the report. The device successfully passed required bench testing and an internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed vertical colored lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.